Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unipolar lead was surgically abandoned after displaying intermittent oversensing of myopotentials. A new bipolar lead was implanted. There were no additional adverse patient effects reported.